Event description:
A customer reported an issue where their insulin pump began smoking while it was charging with the provided tandem charging supplies. There was no reported adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.